Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator reportedly generated a technical error code indicating a communication issue. The expiratory channel and alarm output connector were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. The reported communication issue will not affect ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a ventilator malfunction. No additional information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).